Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received and evaluated at an approved zoll service provider and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. Review of the device history file showed the device was turned on once on the provided event date. The device logged the shock button as being rapidly pressed and the device is then turned off. There are no pads-related errors recorded before, during, or after the device being used in clinical mode, which indicates the device recognized that pads were appropriately connected to the device. The AED 3 does not record a clinical log unless there is a measured valid impedance between the pads. The fact that there was no clinical file recorded means it did not measure this impedance, which can indicate that the pads were poorly coupled to the patient, or a possible problem with the pads. The customer/service provider was contacted requesting additional information: however, were unsuccessful. No trend is associated with reports of this type.